Event description:
Caller states the customer's perfoma system displayed blood glucose results in mg/dl. No actions taken based on device results. No adverse event reported. Replacement was sent.

Manufacturer narrative:
The event occurred in another country.